Manufacturer narrative:
Analysis confirmed the reported event; the display was defective. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the epg (external pulse generator) had a loose contact. The epg was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was further reported there was intermittent functioning of the display. The epg was returned for service and technical safety check.